Event description:
It was reported that the patient¿s stimulation was doing ¿zaney things¿ and the patient wanted to set up an appointment for reprogramming. The issue started 3 months prior to report. The patient wasn¿t paying much attention but thought it came on rather suddenly. The patient reported that he fell right before this occurred and that may have had something to do with it. The patient described it as always being in the upright position and stated he would turn the stimulation down and it would come up by itself.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).